Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate of 29 units compared to the expected 80 units. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to fill a new cartridge as the current one was nearly empty and guided them through the process. The caller declined to deliver a bolus for an updated insulin estimate and opted to monitor the situation and follow up if necessary.